Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 for elevated blood glucose (bg) level (558 mg/dl) and diabetic ketoacidosis (dka). While in the hospital the customer received an insulin drip to address bg level. The customer stated the pump turned of so they were not receiving insulin which caused the elevated bg level. Review of the pump history with the customer showed there were no alerts or alarms for (B)(6) 2017. Multiple follow up attempts were made to gather more information and complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
In addition to what was initially reported.